Event description:
It was reported that during a rotator cuff repair jaw of scorpion wouldn¿t close completely. The device was only used twice and the customer meant that the needle wasn¿t passing directly into the ¿trap door of the scorpion. Needle. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event was confirmed. The evaluation of the returned device revealed the jaw is closing only halfway which is most likely caused by loose shaft. Furthermore, discoloration has been found at the handle and distal end. The most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces.